Event description:
A report was received from (B)(6) stating that an 840 ventilator stopped cycling and went inoperative. The device was not being used on a patient when event occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) . The device then passed all tests. Covidien ref: (B)(4).